Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (LAAC) procedure was completed on (b)(6) 2025 and a 27mm WATCHMAN FLX Pro LAA Closure Device was implanted. At a routine 45-day follow up on (b)(6) 2025, there was a good seal and no thrombus noted, so the patient was placed on 81mg Aspirin. On (b)(6) 2026, the patient went in for a transesophageal echocardiography (TEE) guided cardioversion, but the TEE showed a 3mm x 1.7mm thrombus on the atrial side of the device. The cardioversion was canceled. The patient was placed on Eliquis twice a day and will have follow up computed tomography (CT) imaging in three months.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. D4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.